Manufacturer narrative:
Follow-up #1: date of submission 04-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the battery compartment leak, bolus button leak. Evidence of moisture corrosion in battery compartment, on display and on transceiver board, on piezo, on keypad connector. No damage or peeling to keypad. Ok, down and contrast keys are working. Up key is not working, due moisture damage. Removed the keypad, no evidence of contamination under key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all buttons under responsive after pump exposed to water with moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.